Event description:
Additional information: it was reported that the granuloma at the catheter tip was diagnosed on (B)(6) 2013 via an MRI. Before the diagnosis it was thought that patient had a small meningioma. The subcutaneous portion of the catheter was explanted on (B)(6) 2013. The pump was at eri (elective replacement indicator) and replaced as well. There were no patient symptoms reported. Patient present status was noted as stable.

Event description:
It was reported that during a routine pump replacement surgery which was for normal battery depletion when the surgeon disconnected the catheter from the pump he was unable to aspirate the catheter. He then pushed dye through the catheter which he routinely does when he can't aspirate and used a c-arm to get an x-ray of the catheter and its tip. He felt that the patient had a granuloma. Patient old records were checked and it was seen that patient had a MRI back in (B)(6) 2012 which showed a suspected granuloma, the surgeon was unaware of. The surgeon elected not to replace the pump and left the catheter in place. He consulted with the neurosurgeon whom will be seeing the patient at a later date to explant the catheter. Per reporter there were no therapy issues prior to this surgery today. Drugs delivered via the pump were marcaine and morphine.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4), implanted: 2006 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).